Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stent detached outside the patient's body.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). The stent delivery system (sds) as returned for analysis. The stent had detached from the balloon and was not returned for analysis. The balloon cone profiles & balloon main body were reviewed and it was noted that the balloon wings were relaxed and opened up from their folded position. Crimp markings were not as evident as positive pressure may have been applied to the balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). After pre-dilatation, a 3.50 x 20 synergy&#10244;rug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent detachment/separation.